Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the cause of death was provided as sepsis. Further review of the manufacturer¿s database indicated the patient died greater than eight years post implant of the implantable pulse generator (ipg) system. The cause of the sepsis was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.